Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced blank display, low battery warning, pump error 23(post-reset ram crc alarm), pump error 49 (history pointers failed. The history pointers are corrupted.), and pump error 68 (trace pointers are invalid.). The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was partiallym performed. The display did not return after pump restart. The customer was not able to clear the alarm. No harm requiring medical intervention was reported. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Proceeded by using a new battery cap and a new battery. Unit power up properly after battery installation. Unit was downloaded successfully using thump software for reference. The adapt tool was utilized to search for any alarms that may have occurred in the past or around the time of the customer¿s call. The adapt tool recorded pump error 49 on 10/12/2025 06:40:12.000 through 10/12/2025 10:55:28.000. Line=691 file=39. Pump error 68 was also found on 10/12/2025 06:40:12.000 and 10/12/2025 10:55:04.000. Line=691 file=39. Customer's allegations of pump error 23 are not confirmed as it is a known and expected alarm, and no anomalies with pump error 23 were noted during testing. The baat tool was utilized to search for battery related alarms that may have occurred in the past or around the customer¿s call date. The baat tool recorded the following: battery cycle 3.0 received the lowbatteryalert (104) on 09/19/2025 11:36:00 after more than 7 days at 45.7 days battery cycle 2.0 received the lowbatteryalert (104) on 08/04/2025 09:10:00 after more than 7 days at 15.52 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. The power management parameters graph revealed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) displayed abnormal behavior around the time of a single battery failure; however, the rest of the graph displayed the behavior was within spec range. Pump received with normal operating currents. During testing, the battery was removed and reinserted after some time, and no repeated pump errors were noted. Unit passed the sleep current measurement, active current measurement, self-test, and displacement test. No low battery alarms or unexpected battery power loss noted during testing. Unit was cut open and a visual inspection of connectors and electronic assemblies was performed. Per visual inspection, moisture damage was found on electronic assembly including corrosion on the external battery connector. Isolate to electronic assembly. Unit was also received with the following cosmetic damages: cracked keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer¿s allegations of pump error 23 were not confirmed when no pump error 23 anomalies were noted during testing. Customer allegations of blank display were not confirmed when unit powered on successfully. Customer allegations of battery lasting less than expected were not confirmed when the baat tool concluded the customer did not experience an unexpected power loss of less than 7 days per the pump history records. However, customer allegations with pump error 49 and 68 were confirmed when both alarms were noted in download history review. Additionally, moisture damage was found on the external battery connector on pcb1. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.